Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The examination has confirmed that the cylinder pens used in the existing applicator knob do not correspond to the current specifications. The lot number concerned was produced in march 2010. This is the first series of this product, for which cylinder pens made of hardened steel have been used. At that time a change had already been initiated for the following series and the material quality of the cylinder pens was changed. The article does not correspond to the specifications. This complaint has been deemed valid, a CAPA determination has been initiated. The lot number has been provided, a review of the device history record is not yet available.

Event description:
The knob jams upon being screwed on to an applicator shaft. The soldered joints are rusting. This is 1 of 1 report for complaint (B)(4).